Manufacturer narrative:
(B)(4). Initial implant date - unknown date, 2000 concomitant medical products: unknown bearing, unknown tibial tray. (B)(6). Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-06814.

Event description:
It was reported patient underwent a revision procedure due to loosening approximately 17 years post implantation. No further information provided.